Event description:
It was reported that the programmer rf (radio-frequency) head was not working. Follow-up attempts were unsuccessful in obtaining specific details regarding what was not working with the rf head. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the serial number label was missing.